Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that she took the battery out of the pump and there was no response. The customer placed the battery back in and received blank display. The pump did not respond during a bolus. The customer will not return the pump for analysis.